Event description:
It was reported to the aci clinical specialist that a patient underwent a diagnostic coronary catheterization procedure. The exact date is unknown. Access was obtained at the common femoral artery via a 6f procedural sheath. There was no report of a femoral angiogram to assess suitability of closure. Post procedure, the mynx device was chosen for femoral artery closure. The device was prepped and deployed by the radiology technologist (rt) whose training status is unknown. It was reported that the rt inserted the device into the sheath. Upon deployment, it was reported that the sealant was stuck inside the advancer tube, possibly causing the sealant to tear apart. The device was removed as a whole and the rt prepped and deployed a 2nd mynx. Hemostasis which successfully achieved with the device. The patient was ambulated and discharged to home with no reported clinical sequela. No further information was provided.

Manufacturer narrative:
Based on the information received and the investigation performed, the probable cause of the reported failure could not be confirmed and the cause could not be determined. The condition of the returned device does not match the description of the reported incident. The sealant was not returned. It is unknown whether the condition of the device occurred during procedure or due to user manipulation. The review of the lhr (lot f1111203) indicated that the mynx device met all established performance criteria prior to shipment.